Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The ec60a device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a gastric bypass procedure, the device would cut but stapled partially. The stapler worked normally with the first two cartridges. When the surgeon wanted to activate the device to staple with the third cartridge the jaws were lightly re-opened. The cartridge lightly moved back, the tissues frowned between the jaws and several staples have been delivered in a heap on the tissues. The surgeon used a fourth cartridge which the same issue occurred. The surgeon used a second stapler to perform the procedure without any issue. There were no adverse consequences for the patient.